Event description:
I used renu with moisture loc contact lens saline solution from august to october 2005. I missed a day of school and to visit my family dr and was sent to children's hosp. Dr prescribed three medical drops. My left eye had a white speck on it that felt like a scratch constantly causing severe pain till it went away. My eye would tear, turn red, blurry vision and hurt. It took six weeks till we stopped having to visit dr and the pain to go away. If I didn't seek professional help right away and a certain time the result could have left me with blindness and a corneal transplant. Now I have a permanent scar on the cornea of my left eye for the rest of my life and occasionally feel pain from the scar.